Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. Sample 1 initial crp result was 0.6 mg/land the repeat result was 8.47 mg/l. Sample 2 initial glucose result was 5.69 mg/dl and the repeat result was 342 mg/dl. Sample 3 initial urea result was 1.73 mg/dl and the repeat result was 110 mg/dl.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The customer was using 13 x 100 mm sample tubes without the rack adaptor. The field service engineer found the sample probe was contaminated and adjustments of both reagent probes were needed as it was not set to the center of the cuvette. The investigation was not able to determine a specific root cause but noted the issue was resolved after the service actions.